Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 18mm 142cm amiia genesis stent delivery system (sds) was unable to cross a calcified lesion. As a result, the sds was removed, and the lesion was pre-dilated with an unknown balloon catheter. After pre-dilation of the lesion, the 6mm x 18mm sds was attempted to be delivered to the lesion a second time; however, part of the stent was "turned up" while attempting to cross. Therefore, the 6mm x 18mm sds was removed and an unknown 6mm x 18mm stent was used to complete the procedure without issue. There was no reported injury to the patient. This was during a percutaneous transluminal renal angioplasty (ptra) procedure. The device was discarded and will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint complaint: a 6mm x 18mm 142cm amiia genesis stent delivery system (sds) was unable to cross a calcified lesion. As a result, the sds was removed, and the lesion was pre-dilated with an unknown balloon catheter. After pre-dilation of the lesion, the 6mm x 18mm sds was attempted to be delivered to the lesion a second time; however, part of the stent was "turned up" while attempting to cross. Therefore, the 6mm x 18mm sds was removed and an unknown 6mm x 18mm stent was used to complete the procedure without issue. There was no reported injury to the patient. This was during a percutaneous transluminal renal angioplasty (ptra) procedure. The product was not returned for analysis. A product history record (phr) review of lot 82212986 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.